Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cable failure causing an image defect and fluid invasion due to component failure of the cable and image capture. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited image failure (vertical lines) and fluid invasion of the cable and image capture. There was no patient involvement.